Event description:
See MDR 1036844-2014-00337 for the first event with the same patient. It was reported the second catheter was being placed into the patient's subclavian vein in the intensive care unit. Again, the wire became kinked during insertion. They did not use the raulerson syringe. A third kit was opened and the clinician still experienced difficulty inserting the wire. The wire did not kink and they were able to successfully place the catheter. There was a delay in treatment with no patient harm and no patient death or complications reported. The second and third kits were opened for new spring wire guides only.

Manufacturer narrative:
Complaint no. (B)(4).